Event description:
The home patient's (hp) caregiver (cg) reported noticing air in the patient line during therapy while the patient was connected. The cg reported that the hp stated he leaves the patient line clamped during the priming because when he connects, solution gets all over the place. The tsr explained that the patient line clamp should be open during priming. The tsr further explained that if the patient line was not primed, air could enter into the hp. The tsr explained how the hc primes the patient line. The tsr advised that the patient line should be primed in the setup. The cg stated that the hp had been setting up therapy incorrectly but now he will follow the appropriate steps to set up the hc. The cg stated that the patient line will be left in the organizer as well as the patient line clamp open during priming. The tsr also advised that the hp contact baxter at the time of alarms for troubleshooting assistance. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a user error. The patient stated that the patient line clamp was closed during priming then he connected and started initial drain. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error/ mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.